Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 1860 mg/dl. Customer¿s blood glucose value at time of incident was 1860 mg/dl and current blood glucose value was 300 mg/dl. The customer was treated with intravenous insulin drip in the hospital. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.